Event description:
It was reported that during an atrial fibrillation ablation procedure the user encountered difficulty in maneuvering a lasso catheter. The catheter was withdrawn and investigated. Upon tightening, the loop of the lasso appeared distorted along with the entire shaft of the catheter appeared wavy. The shaft waviness disappeared once the loop of the lasso was loosened to its largest diameter. The loop mechanism on the handle made a scraping noise when the loop was loosened. It was confirmed that the lasso catheter did not get stuck in a contracted or deflected state. There was no difficulty in removing the catheter from the patient. The device was exchanged and the case resumed. There was no injury reported. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter, on (B)(6) 2012 bwi failure analysis lab noted damage on the proximal side of electrode ring #20 with black foreign material underneath it. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted prior or after the catheter use. The physician managed to remove the catheter safely from the patient. It is unclear whether the catheter was new or reprocessed catheter. The type and size of the sheath used in conjunction with the catheter was non bwi sheath (8f cook mullins). Color of the sheath used was white. There was no patient injury reported related to this complaint. The electrode ring damage and presence of foreign material under the ring condition is indicative of a reportable event, thus marking (B)(6) 2012 as the alert date for this report.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation ablation procedure the user encountered difficulty in maneuvering a lasso catheter. Upon visual inspection of the returned complaint catheter, it was noticed that the proximal side of electrode ring #20 was damaged with black foreign material underneath it. This condition was not reported initially by the customer. The catheter was evaluated for deflection and loop contraction characteristics; the deflection was found within specification but the loop contraction test failed. Further examination revealed that the variable puller wire was wrapped around the nitinol loop causing the improper loop contraction. Foreign material was tested by (B)(4). However, signal to noise ratio was too small due to sample size and contact area between atr window and sample, thus ir spectrum obtained did not show absorption bands and structural identification was not feasible to be elucidated. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The loop failure was confirmed. Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.